Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump; the malfunction did not recur. The customer was advised to call back if the malfunction code appeared again and acknowledged understanding of these instructions.